Manufacturer narrative:
The investigation conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) confirmed the customer reported error was related to the patient side cart (psc). The tfs replaced the patient power distributor (ppd) board to resolve the issue. The ppd board distributes dc power among the various components of the patient side cart (psc). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure, a system error was occurred. The site attempted to troubleshoot by power cycling the system, however the system error recurred. The surgeon decided to complete the procedure using traditional open surgical techniques. There was no patient harm, adverse outcome or injury reported.